Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been return for investigation. Therefore, no further evaluation can be identify.

Event description:
The customer reported bellavista 1000 automatically screen freezes after running for 5 to 10 minutes. Furthermore, there was no patient involvement associated with the event.

Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10. Result of investigation: vyaire medical was unable to established the exact root cause. According to technical support it is most likely that the issue is due to embedded power pc (epc) defect, epc rev. A1.2.